Event description:
On (B)(6) 2013, patient contacted animas, alleging that the display screen was dim. Patient reported that the dim display issue started 3-4 months ago and was getting progressively worst. The display is now discolored and difficult to read. Patient stated that battery change and contrast reset to maximum did not resolve the issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.